Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 case of bd ultra-fine¿ insulin syringes had no lot listed on the label. The following information was provided by the initial reporter: "no lot = 1 cas".

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. The customer returned several images of the 31g x6mm bd insulin syringe shelf carton from lot# 1326750. The customer reported no lot. The images were examined, and it was observed that the printed lot number, manufacturing date, and expiration date were missing from the back of the shelf carton. A review of the device history record was completed for batch# 1326750. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Embecta was able to duplicate or confirm the customer¿s indicated failure based on the photos received label information missing.

Event description:
It was reported that 1 case of bd ultra-fine¿ insulin syringes had no lot listed on the label. The following information was provided by the initial reporter: "no lot = 1 cas".